Event description:
Return reason: cut at proximal adhesive band of balloon. Analysis determined: investigation found latex ruptured in mid-balloon. Balloon latex shows signs of normal aging. Unit was used in vivo. This was not determined until analysis was completed. Remedial action taken: both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary. No further information is available on the patient's status.